Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 around 8pm. Customer's blood glucose level was 14 mg/dl at the time of admission. Customer does not remember much because, she was unconscious. Customer did not arrive at the train station and her spouse called theirs son, who found the customer unconscious. Customer stated that her son administered glucagon and called the paramedics. When the son checked her blood glucose level it was 22 mg/dl. Customer was visiting her mother at the nursing home and did not check her blood glucose level before leaving. Customer was not wearing the sensor at the time and does not know why her blood glucose level went so low. Customer failed to do her normal routine that day. Customer stated that she has had diabetes for so long that she no longer feels the symptoms of getting low. Customer stated that the insulin pump was not the issue and that it was doing its thing just fine. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.